Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast augmentation with (right) 200cc mentor smooth round moderate profile and a (left) 225cc mentor smooth round moderate profile saline breast prostheses, suffered right breast implant deflation and left breast capsular contracture; baker grade IV, post-operatively. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2018 with the following devices: (right) 225cc mentor memorygel breast implant catalog: 3502251bc lot: 7514907 sn: (B)(4) and (left) 250cc mentor memorygel breast implant catalog: 3502501bc lot: 6919544 sn: (B)(4). This medwatch form is for the left breast prosthesis.